Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping toned from the device and visited the hospital for a device check. Interrogation revealed a code 1005 indicating an open circuit was detected during shock delivery. A copy of the device data was saved and submitted to technical services for review. It was noted the patient had received shock therapy in december. However, the fault occurred on january 3, where an episode began in the vt-1 zone and rhythmid was correlated. The heart rate increased to the vt zone and became less correlated, and anti-tachycardia pacing (atp) therapy and three shocks were delivered. The third shock had a high, out-of-range impedance measurement of greater than 125 ohms. Engineering reviewed the available data and determined there was likely an issue with the right ventricular (rv) lead. The device appeared to be operating normally. A lead replacement was recommended. No additional adverse patient effects were reported.